Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during robot-assisted laparoscopic surgery, at the time of trocar placement, when the inner tube was pulled out, the seal got detached. It was noted that no component fell into the patient's cavity. Another same product was taken out to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The visual inspection of the returned product noted that the main valve seal was disengaged and pushed into the body of the device. The trocar balloon, lock collar and converter doors were intact. The inflation syringe was not received. The obturator was received. A visual inspection of the returned photo noted: the image depicts the main valve seal partially disengaged from the body of the device. Functional testing found that the lock collar moved up and down the cannula and securely locked in place. The converter doors moved properly and were fixed securely in place. The balloon was inflated using a test syringe, no leaks detected. It was reported that the seal was disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force is applied during clinical application. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.